Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed the displacement test. Motor error alarm noted during basic occlusion test due to moisture damage on force sensor. Unable to complete functional test including occlusion and excessive no delivery alarm test due to motor error alarm. Corroded motor assembly noted during visual inspection. Scratched lcd window noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. The caller declined to troubleshoot and requested a replacement of the insulin pump. During the call was found that the customer was not using proper rotation method. Advised the caller to speak to his doctor regarding the proper rotation method, needle length, and type proper body. No further info was provided.